Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their dds recommended they cease treatment due to "inadequate space for the intended movements without ips and some of the planned repositioning of the maxillary canines are difficult at best, if not impossible without the use of bonded attachments. It also seems that there might be unintended residual spacing at the end of your virtual treatment plan."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.